Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported "alcl diagnosed in right implant. Multiple masses/lymph node metastasis." A capsulectomy was performed. Patient went through radiation and chemotherapy. Patient outcome status noted as "survived." As pathological markers confirming alcl have not been received, the event will be captured as lymphoma.